Manufacturer narrative:
The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that a (B)(6) old patient pulled the line and broke the needle free valve. No additional information available. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a broken needlefree valve was confirmed. Visual inspection observed that the sample was received in two pieces; separation occurred at the point where the female luer adapter (fla) meets the clear body of the smartsite®. A closer inspection noted that a small ring of the clear plastic body remained welded inside the fla. The root cause for the customer's experience could not be determined.